Manufacturer narrative:
Article: embracing the unpredictable: management of iatrogenic popliteal artery aneurysm with endovascular approach no reference currently available. Link to presentation recording: https://youtu.be/1rkxsmme_yo?si=ymy8wvf_oc7acd6w<(>&<)>t=1521 at 25min 21sec medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
A scientific conference presentation at the cardiovascular innovations conference, july 19th, 2024 discussed a case of popliteal artery aneurysm during a procedure in which a hawkone directional atherectomy system and non-medtronic products were used. A (B)(6) female presented with worsening claudication and a severely reduced ankle-brachial index (abi) of 0.45 on the left side. Arterial ultrasound showed probable short-segment occlusion or heavily calcified segments in the popliteal artery, particularly on the left side, with 50-99% stenosis in the mid-left popliteal artery. The patient was brought to the cath lab where an abdominal aorta angiography and selective left lower extremity angiography were performed. The lesion was modified and treated with percutaneous transluminal coronary angioplasty (ptca) using a drug-coated balloon. A 7 french sheath was used for the procedure. The angiography revealed a probable subtotal occlusion in the popliteal artery and critical stenosis in the anterior tibial artery. The team crossed the lesion with a v-18 wire and used a scoring balloon, revealing severe eccentric calcification. Intravascular ultrasound (ivus) showed nodular calcification, leading the team to use a hawkone directional atherectomy device. After atherectomy, ivus showed some break in calcification, and a non-medtronic balloon was used for better lesion modification. Finally, a 7x80 mm drug-coated balloon was used for definitive treatment. Follow-up angiography showed good flow but some bulging in the popliteal artery. The patient was discharged on dual antiplatelet therapy. After three months, the patient experienced recurrent symptoms, and imaging revealed a pseudoaneurysm in the proximal popliteal artery. A subsequent CT scan showed a saccular aneurysm in the popliteal artery. The patient was brought back to the lab, where the team attempted to stent the aneurysm. Initial stenting was unsuccessful, leading to the use of two overlapping stents, which resolved the issue.